Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system is deceased. The patient was found slumped over by a family member. Cause of death is unknown. Per the clinician, the coroner reported the device was beeping and expressed concern that the device may not have been working properly. The clinic interrogated the device but was unable to see events from the date of death as they were overwritten by post mortem events. It was reported that there were 2 events of interest on the date of death. The device was noted to be at elective replacement indicator (eri). No additional information was received.